Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported there was femoral open reduction internal fixation (orif) using intramedullary expert adolescent lateral femoral nail (alfn). When using the initial entry reamer to ream the canal for the nail, the flexible reamer shaft snapped at the power tool attachment end. It snapped when on power and approximately 1/4 of the way down the femoral canal. No impact on patient. There was another flexible reamer shaft in the set so there was no impact on the procedure or outcome either; the surgery time was not extended. This is report 1 of 1 for (B)(4).